Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant medical products - 00771101120 femoral stem 12/14 neck 62045008, 00620005822 shell porous 62086030 & 00801803602 femoral head 62177097. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00322, 0001822565-2017-03479, 0001822565-2017-03480 & 0002648920-2017-00324.

Event description:
T was reported that the patient underwent left hip aspiration approximately one year post-implantation due to unknown reasons.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.